Manufacturer narrative:
Complete event site name: (B)(6) hospital the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that a fiber optic sensor failure occurred during intra-aortic balloon (iab) therapy. Troubleshooting aid was given to no avail. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).